Manufacturer narrative:
H11-initial description information regarding power failure was incorrect. The actual issue is a nav-ring issue. Initial coding correctly captured issue in initial submission. H10: philips received a complaint from customer biomed reporting a failure of the v60 ventilator navigation ring. The device not in clinical use. There was no report of harm. A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The navigation ring no longer functioned. While the user was able to alter settings via the touchscreen, the values fluctuated without user input. The fse confirmed the issue was identified during preventative maintenance service activity. The fse replaced the navigation ring. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported by customer biomed, the v60 unit powered off while in clinical use. Patient moved to alternate unit without incident. No reports of harm. Investigation is ongoing.